Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer's blood glucose level ranged from 328 to 545 mg/dl. The customer delivered a bolus via the pump. Reportedly, the pump would continue to be used for insulin therapy.